Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3625, serial# unknown, product type: screening device; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the caller stated that patient was in the hospital. Caller stated patient was having panic attacks and "it seems like the electrodes were "amplified" during them. Caller stated that patient was in between the trial and the implant but has the lead implanted. Caller reported that the patient does not have anything connected to the lead. The patient was supposed to have the ins (stimulator) placed thursday but went to the hospital. She had her first panic attack three days before reported event date. Caller asked if she should disconnect the trial. Patient service then asked if patient had something connected to the lead and caller stated yes. Caller stated she¿s' going to follow up with the hcp (healthcare provider). Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.